Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in clinic for shortness of breath, was admitted and was administered dobutamine and a diuretic. The pt's pump flow, power and pi showed no change from the baseline; however, post admittance the flow reading changed to +++. The echo was performed at speeds 9800 rpm - 10600 rpm and the aortic valve was noted to be opening with every beat. A left ventricle (lv) gram was also performed, and there was no evidence of thrombus found. An x-ray was taken and compared to a post implant x-ray. Orientation of the inflow was notably changed. A pump exchange was performed, and during the exchange the surgeon stated hemolysis was also present. The pt remains ongoing with the new lvad. (B)(4). The report stated, "pt developed pump thrombosis with malfunction of the vad and has experienced symptoms of advanced chf."